Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring and reservoir area broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the new style all black retainer still attached to the device case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device passed the displacement test. Device was received with scratched case, stained keypad overlay, missing display window cover, pillowing keypad overlay, case cracked behind the device near the battery compartment and cracked battery tube threads. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection. (B)(4).